Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera of the imaging system displayed a red x intermittently for communication. It was reported that when manipulating the camera arm, it would temporarily restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: patient demographics inadvertently left off of initial MDR and supplemental MDR.

Manufacturer narrative:
Correction: manufacture date updated to proper value.